Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high and a bolus was delivered to address the high bg. The contact reported that the grams of carbohydrates were miscalculated and was the cause of the high bg. Due to anther miscalculation of carbohydrates, the bg level dropped (value not known). Liquids were consumed to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.